Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for slda (single leaflet device attachment) intraprocedure was confirmed. Available information confirmed that mr was not reduced and remained severe after the slda occurred. Due to limited information, a definitive root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Edwards received notification of a pascal in mitral procedure where after release of the first implant and introduction/steering down to the valve of the second implant a slda (single leaflet device attachment) confirmed via tee occurred intra-procedurally. The first implant remained attached to the anterior leaflet and detached from the posterior leaflet. The physician opted to move forward with a multi-device strategy with the second implant positioned laterally and parallel to the first implant in a 1:7 attached to a2 orientation. After the release of the second implant lateral to the first implant, the implanter felt it was necessary to place a third unplanned device medial to the first/slda device in a 12:6 orientation as it was hemodynamically favorable. The la v wave had increased to 35 after the first implant slda occurred and the last/third implant brought it down to 29. Mr (mitral regurgitation) at the time of slda was severe. The index procedure was completed. The mr was not reduced and remained severe. Implanter noted flanking a new implant on either side of the first/slda implant could "create a scaffold" for potential/future treatment using a vascular plug.